Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04922 / 04924 / 04926). (B)(4).

Event description:
It is reported that the patient is experiencing increasing pain, instability, and popping sounds following right shoulder arthroplasty one year post-operatively. Impingement was also noted at 3 month follow-up post-operatively, but has since been reported to have resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not received for evaluation, however device history records were reviewed and no discrepancies were found. Reported event was unable to be confirmed due to limited information received from the customer. Investigation results concluded that the snapping/popping and increased pain that occurred one year post op is due to patient accident/injury. For all other complications, the root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total shoulder arthroplasty. Subsequently, the patient experienced pain, instability, supraspinatus/greater tuberosity tenderness, and biceps tendon tenderness noted at six (6) week post-operative follow-up. Continued pain, instability, supraspinatus/greater tuberosity tenderness, acromioclavicular joint tenderness, and impingement were noted at three (3) month post-operative follow-up. Lastly, instability, acromioclavicular joint tenderness, biceps tendon tenderness, and increasing pain were noted approximately one (1) year post-operatively. The condition is noted to be tolerated at this time, with no revision indicated to date.